Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he needed assistance programming the insulin pump. Customer's blood glucose readings were reported as 276 mg/dl, 333 mg/dl, 426 mg/dl, and 208 mg/dl. Customer took a manual injection and performed troubleshooting. Customer stated that the insulin did exit during manual prime. Customer had a check setting alarm in the alarm history. Customer performed the high pressure test and the pump passed. Customer was advised to bring down the fill cannula amount after testing. Customer corrected the fill cannula to 0.5 units.